Event description:
Outbound. Patient reported she went to emergency room 1 month ago due to unresolved no disposable alarm on both pumps with same remodulin cassette. Catheter confirmed ok. No further details provided.